Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient had good hearing responses till on (B)(6) 2023, she was listening in this condition, however, not with the best performance with the device. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient had good hearing responses till 09-feb-2023, she was listening in this condition, however, not with the best performance with the device. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the received information, no outcome of the autoart measurement at the patient could be obtained. Reportedly the recipient has hearing benefit with the device. A review of the DHR has been performed and everything appears to be within specification. To determine an exact root cause, an investigation of the explanted device has to be performed, however the device remains implanted and in use.

Event description:
Reportedly, the recipient had good hearing responses till (B)(6) 2023, she was listening in this condition, however, not with the best performance with the device. Further proceedings are unknown.